Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an out of range rv coil impedance alert. The alert level was set for 100 and the impedance was at 101. Caller indicated that there has been a slight increase in impedance level trend. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing and high impedance. A lead fracture is suspected. Diagnostic testing and troubleshooting were performed. The lead currently remains in use and a lead replacement will be scheduled for a future date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.